Manufacturer narrative:
Age or date of birth: unk. Weight: unk. Race: unk. (B)(4). Device evaluation: lens was returned in a specimen cup with moisture. Visual inspection found no visible damage to the lens. Claim # (B)(4).

Event description:
It was reported that a 13.2mm, micl13.2, -8.5 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault (1.42mm vault), mild dilated pupil and elevated iop (requiring drops). This exchange resolved the problem. Device, patient- related factor, unknown, icl too large was reported for cause of this event. For status of the eye (signs/symptoms) the reporter stated " improved-comfortable".